Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.

Event description:
The customer contacted baxter's technical service center to report a leak while on the home choice (hc) device during prime cycle. The home patient (hp) stated that the hp heard a sucking sound and saw the cassette was leaking. The hp had cycled power and removed the cassette. The hp will start over with new supplies. The hp was in hospital with peritonitis (B)(4) and on vacation. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the home patient (hp) regarding the reported issues. The hp stated he was not sure that caused the leak, and the supplies were discarded. The hp is continuing therapy at this time.

Manufacturer narrative:
(B)(4). The sample is not availabile. A review of all batch record documents was performed with no issues noted during the manufacturing process. A follow-up MDR will be submitted if additional information is obtained.